Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a vial wit moisture. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -3.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter due to refractive surprise. This exchange resolved the problem.